Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the suture sleeve broke in half while tightening the suture of the left ventricular lead. Normal procedure was followed to tighten the suture. The lead parameters were stable and no insulation break was noted hence the lead was used. The procedure was completed without any complications.